Event description:
It was reported that "during utilization of a fiber for stones, the fiber got severed at the basis of the connection, broke at once". "No injury to anyone in the operation room." "No consequence observed on the medical and paramedical team there in the urology operating room" no further information was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken and detached at 11 feet and 1 inch from distal tip near connector; the length of second piece including the connector is 5 inches; the fiber tip does not exhibit signs of usage and appears in good condition; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the connector appears in good condition; the outer jacket does not exhibit signs of melting at the break locations on both pieces. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.